Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had expired due to unknown causes. There is no allegation that any sjm product contributed to the cause of death. More information has been requested but not received.